Event description:
Patient reported receiving an 04 9occlusion error while connected and disconnected from the device. Patient was hospitalized the week of this event due to extreme high blood glucose issues. Patient switched to injection therapy.